Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that before surgery, the unit could not get the handle on the mesher, and the ratchet (handle) was not able to perform the up-and-down motion. There was no patient involvement. Due diligence is complete and there is no additional information available.